Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise resulting into hv therapy was observed. During the lead testing low impedance was observed. Fracture was suspected. The lead was capped.